Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 8 (patient temperature 1 high), expected value was 6, actual value was 26, chiller temperature (t4) was 25 degrees and had no water in the chiller, explained this was indicative of a failed mixing pump, they would order the mixing pump and replace it themselves. It was reported that the biomed had the arctic sun device with error 80. Sn #: (B)(6). Per wo update on 08jan2025, it was reported that the biomed replaced the mixing pump and the device failed calibration for an error 80 again, expect value was 6, actual value was 27. The device was filled and took 3.5 liters of water but was not cooling coming in for assessment of the chiller. Per sample evaluation results received via task on 15jan2025, it was reported that the failed chiller contributed to calibration issue and tank seals degraded.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2024-07792. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 8 (patient temperature 1 high), expected value was 6, actual value was 26, chiller temperature (t4) was 25 degrees and had no water in the chiller, explained this was indicative of a failed mixing pump, they would order the mixing pump and replace it themselves. It was reported that the biomed had the arctic sun device with error 80. Sn # (B)(6). Per wo update on 08jan2025, it was reported that the biomed replaced the mixing pump and the device failed calibration for an error 80 again, expect value was 6, actual value was 27. The device was filled and took 3.5 liters of water but was not cooling coming in for assessment of the chiller. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the failed chiller contributed to calibration issue and tank seals degraded.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.